Manufacturer narrative:
The engineer decontaminated the system. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that they had questionable results for an unspecified number of patient samples tested for multiple analytes on the cobas 8000 c 502 module. Data was provided for three patient samples with discrepant results for ua2 uric acid ver.2. The initial results were reported outside of the laboratory to the doctor and the results were amended. The first patient sample initially resulted in a uric acid value of 54 umol/l and it repeated as 289 umol/l. The second patient sample initially resulted in a uric acid value of 75 umol/l and it repeated as 319 umol/l. The third patient sample initially resulted in a uric acid value of 60 umol/l and it repeated as 299 umol/l. The uric acid reagent lot number was 661090, with an expiration date of (B)(6) 2023.

Manufacturer narrative:
The field application specialist checked customer maintenance, calibration data, and control data. The specialist ran a hardware check. The field service engineer checked sample probe adjustments, unblocked a rinse tube on the waste vacuum, adjusted the probe wash water levels, calibration an assay successfully. Calibration and controls were run for two other assays and these were unsuccessful. The engineer noticed the cell wash solution was empty, but the system displayed there was remaining volume. A new cell wash bottle was loaded and one of the two tests calibrated successfully, the other assay was still outside of range. The engineer replaced valves and adjusted the mixer. The gear pump head was replaced.